Event description:
It was reported that during an x-ray, it was discovered that the patient's drg lead had migrated. This migration occurred following a fall the patient had recently. It is unknown which lead contributed to this issue. The lead was explanted and replaced on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8673674.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.